Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
The user received a questionable troponin t result for one patient sample. All results are in ug/l. The initial result was 0.068 and the two repeat results were <0.010. The result of <0.010 was reported outside the laboratory. No adverse events were alleged regarding the event. The troponin t reagent lot number was 158877.

Manufacturer narrative:
A clear root-cause could be identified with the information provided. Quality controls performed prior to and after the event were acceptable. Instrument performance checks were within specification. In addition, other results from negative and positive samples around the time this sample was tested did not exhibit issues, indicating an instrument issue is unlikely. The sample tube manufacturer discussed preanalytical sample handling with the customer. The customer was told to reduce the centrifugation speed to 1200 g and to follow the tube manufacturer specifications as for mixing, clotting time and centrifugation. The discrepant result was not reported.